Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report continued inaccurate cgm readings on (B)(6) 2013. Patient reported no medical assistance nor injuries at the time of contact with dexcom.